Event description:
While placing screws for an si-joint fusion, steinmann pin broke, leaving an 8mm retained pin fragment. The pin tip could not be removed (fragment). It was near the nerve root. The patient had resultant ls neuropraxia and weak extensors of her foot as a result. Due to location of the retained pin, it would be inadvisable to remove the pin.